Event description:
It was reported that during a laparoscopic pulmonary bulla procedure, the surgeon used the device to proceed with apex of right upper lobe, found that the tissue had been cut out but most of the staple were malformed after firing. Some had fallen off. The surgeon changed the second and third reload but still had same problem. The patient had big blood loss. The surgeon had to open the chest and used hand sewing to complete the procedure. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following questions were requested by the team and provided by the affiliate: can you estimate the thickness of the tissue? Regular. Condition of the tissue? Na. Preexisting pt conditions? Na. Are photos or x-rays available? Na. How much blood was lost? Na. Was a transfusion required? No. Location of the malformed staples? Distal part. Did the entire staple line deploy? No. Was the device difficult to fire in any way? No. Patients current condition? Will be discharged. Is the patient expected to have a full recovery? Yes. How long has the surgeon been using the device? Around 2 years. Has the surgeon and staff been inserviced? Yes. The analysis results found that the device was received in good visual condition and with two reloads present. The reloads were received fully fired and with the lockout spring normal. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.